Event description:
The patient claimed that the animas pump has an intermittent. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery cap was replaced more than 13 months ago and did not fit tightly on the subject pump. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated one instance of rebooting. The battery compartment was found to be intact. Visual inspection revealed that the battery cap threads were stripped. The battery cap was unable to maintain an electrical connection, and rebooting was duplicated. A test battery cap was used to complete investigation. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no further power issues. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.